Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to an MRI (1.5 tesla). Surgery to replace the magnet was completed on (B)(6) 2012.